Event description:
It was reported that a balloon rupture occurred. A 15mm x 3.50mm wolverine coronary cutting balloon was selected for angioplasty. However, it was identified that the balloon had visible rupture prior to use and unfit for the procedure. There was no impact on the patient, but it resulted in a delay in the procedure. The procedure was completed using original method. There were no patient complications.